Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, customer experienced an elevated blood glucose (bg) level ranging from 387 mg/dl to a value displayed as "high" on the continuous glucose monitor, and a large ketone level. A specific bg value was not provided. A manual injection of insulin was administered, and a supply change was performed to address bg level. System check was performed by tandem technical support and no issues were identified. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.